Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (1500 mcg/ml at 475 mcg/day) via an implantable infusion pump. It was reported that the patient was having a normal refill done and upon interrogation of the pump, a motor stall and recovery were seen for (B)(6) 2021. It was noted the patient had an MRI that day. There was also a stall on (B)(6) 2021 and a tube set error on 2021-feb-01, with the recovery being seen the day of the report, at the time the pump was interrogated. The patient had also had an MRI on (B)(6) 2021 and the pump had not been interrogated that day. It was reviewed that this was a telemetry state false motor stall, and they should not see any volume discrepancies or patient symptoms with this. No patient symptoms were reported. No further complications were reported.